Manufacturer narrative:
The received device had the cannula assembly deployed. The downloaded data returned an 0x40 alarm, indicating that the rotational sensor count reached its maximum. The top battery voltage was measured low and corrosion was observed on the battery. No leaks were present in the fluid path. The rotational sensor malfunction resulted in the 0x40 alarm, but the exact cause of the alarm and the corrosion could not be determined. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and ER visit. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient visited the emergency room (ER) due to high blood glucose (bg) levels (readings unknown) while wearing the pod between 24 and 36 hours on the arm. An alarm went off while waiting to be seen at the hospital. No other information was provided on this event.